Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen was cracked while the device continued to function, and a replacement device was provided with instructions to sync data and shut down the original prior to return. Symptoms included no change in blood glucose control. Outcomes included no clinical impact and no need for medical intervention. Investigation included product return and visual inspection. Investigation of this device revealed physical damage to the display consistent with a cracked screen while core device functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or external impact.